Manufacturer narrative:
Investigation summary: it was reported a needle broken during a procedure. To aid in the investigation, five photos were provided for evaluation by our quality team. One photo shows four packaging blister of needle assemblies. Two are 30 x 1/2" and the other two are 30 x 1". The second photo shows the packaging of a kit labeled "allergan." Two additional pictures are x-rays. The fifth picture shows a needle hub with the needle missing. No other information can be obtained from the photos. A device history record review was completed for provided material number 305107, lot number 0199060. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle broke off into the patient's left thigh during the application of botulinum toxin. The physician performed an incision under local anesthesia and attempted to extract the needle, but was unsuccessful. The wound was closed with sutures and an x-ray was done. A successful surgical removal of the needle was performed a week later, and the patient was administered acetaminophen as a result of the intervention. The following information was provided by the initial reporter, translated from spanish: I relate below an event, in which a hypodermic needle (it is part of the allergan botulinum toxin dilution kit) fractured during the application of botulinum toxin in the lower limb, leaving a foreign body inside, so that it was necessary to perform a surgical procedure of extraction of a foreign body in the left thigh; the foregoing for its corresponding analysis and evaluation: carrying out the procedure: after asepsis and antisepsis, a botox brand botulinum toxin injection is performed, the following muscles are intervened: major adductors, left posterior tibial, pronator teres and quadratus both upper limbs. Procedure with complication, during the application, the patient makes a sudden movement and a botox application needle broke at the level of the left adductor magnus, it is immediately discussed with dr. Who attends our service immediately, under local anesthesia, explores the tissue and is unable to extract said body. Suture is performed in the explored area. An x-ray of the left lower limb is performed, since the foreign body is metallic. This is a very rare and unpredictable complication. Inquiring about the event, qf... Of technovigilance reports that at the time the needle fracture occurred, the patient was assisted by one of the doctors on duty, who made an incision trying to remove the foreign body, in view of not being able to remove the foreign body, the wound is closed and the extraction is performed later by means of a surgical procedure. In addition, the chemist tells me that the needles are included in the therapy kit. Info add received on 17/jun/2022: could you tell us what the date of the event is? A: (B)(6) 2022. Could you tell us what was the date of the removal of the needle in the patient? A: (B)(6) 2022. Could you kindly inform us what is the current status of the patient? A: as of (B)(6) 2022 under follow-up due to postoperative thigh injury. No new symptoms. Are you discharged? A: yes, discharge for orthopedics. Could you inform us if the patient is taking medication after the intervention that was done? A: acetaminophen (cefalexina and naproxen are over). Info add received by the clinical advisor: it was presented on (B)(6) 2022 and was registered on (B)(6) 2022. Inquiring about the event, the technovigilance qf reports that at the time the needle fracture occurred, the patient was assisted by one of the doctors on duty, who made an incision trying to remove the foreign body, in view of not being able to removing the foreign body, the wound is closed and the removal is then performed by means of a surgical procedure. In addition, the chemist refers that the needles are included in the therapy kit."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 09-aug-2022. H.6. Investigation summary: it was reported a needle broke during a procedure. To aid in the investigation, one sample in an opened packaging blister labeled as "specs medica disposable needle electrode" and five photos were provided for evaluation by our quality team. A visual inspection was performed. The needle is broken at the top part of the needle hub. While the color of the needle hub is similar to the color of bd products, it was not possible to confirm that this sample is a bd needle. In the photos provided, one photo shows four packaging blisters of needle assemblies. Two are 30 x 1/2" and the other two are 30 x 1". The second photo shows the packaging of a kit labeled "allergan." Two additional pictures are x-rays. The fifth picture shows a needle hub with the needle missing. No other information can be obtained from the photos. A device history record review was completed for provided material number 305107, lot number 0199060. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but based on the sample received it was not possible to confirm that this is a bd product and a probable root cause could not be offered. .

Event description:
It was reported that the bd precisionglide¿ needle broke off into the patient's left thigh during the application of botulinum toxin. The physician performed an incision under local anesthesia and attempted to extract the needle, but was unsuccessful. The wound was closed with sutures and an x-ray was done. A successful surgical removal of the needle was performed a week later, and the patient was administered acetaminophen as a result of the intervention. The following information was provided by the initial reporter, translated from spanish: I relate below an event, in which a hypodermic needle (it is part of the allergan botulinum toxin dilution kit) fractured during the application of botulinum toxin in the lower limb, leaving a foreign body inside, so that it was necessary to perform a surgical procedure of extraction of a foreign body in the left thigh; the foregoing for its corresponding analysis and evaluation: carrying out the procedure: after asepsis and antisepsis, a botox brand botulinum toxin injection is performed, the following muscles are intervened: major adductors, left posterior tibial, pronator teres and quadratus both upper limbs. Procedure with complication, during the application, the patient makes a sudden movement and a botox application needle broke at the level of the left adductor magnus, it is immediately discussed with dr. Who attends our service immediately, under local anesthesia, explores the tissue and is unable to extract said body. Suture is performed in the explored area. An x-ray of the left lower limb is performed, since the foreign body is metallic. This is a very rare and unpredictable complication. Inquiring about the event, qf... Of technovigilance reports that at the time the needle fracture occurred, the patient was assisted by one of the doctors on duty, who made an incision trying to remove the foreign body, in view of not being able to remove the foreign body, the wound is closed and the extraction is performed later by means of a surgical procedure. In addition, the chemist tells me that the needles are included in the therapy kit. Info add received on 17/jun/2022: ¿ could you tell us what the date of the event is? A: 05/17/2022 ¿ could you tell us what was the date of the removal of the needle in the patient? A: (B)(6) 2022 ¿ could you kindly inform us what is the current status of the patient? A: as of (B)(6) 2022 under follow-up due to postoperative thigh injury. No new symptoms ¿ are you discharged? A: yes, discharge for orthopedics. ¿ could you inform us if the patient is taking medication after the intervention that was done? A: acetaminophen (cefalexina and naproxen are over) info add received by the clinical advisor: it was presented on (B)(6) 2022 and was registered on (B)(6) 2022. Inquiring about the event, the technovigilance qf reports that at the time the needle fracture occurred, the patient was assisted by one of the doctors on duty, who made an incision trying to remove the foreign body, in view of not being able to removing the foreign body, the wound is closed and the removal is then performed by means of a surgical procedure. In addition, the chemist refers that the needles are included in the therapy kit."